Event description:
It was reported that during setup of the unit, the cardiosave intra-aortic balloon pump (iabp) was not charging batteries. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Additional information: tel - (B)(6). It was reported that during setup of the unit, the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. There was no patient involvement and no harm or injury reported. A getinge field service engineer (fse) evaluated and confirmed the reported error. The fse placed the console into a working cart, and the unit began to charge. The fse determined that there was an issue within the cart. The fse replaced the power supply, and the problem persisted. The fse returned at a later date and replaced the power supply monitor board. The error was cleared, and the batteries were charging. The unit worked on ac power. Functional and electrical safety tests passed. The iabp was returned to the customer and cleared for clinical use. The defective components were received for further investigation. Fat performed all test in an attempt to recreate the reported problem. The tests did trigger the reported problem and the unit was unable to charge the batteries. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the pcb, power supply monitor in the failure analysis and testing department per procedure 0002-07-d008 rev ak. Please refer to the root cause evaluation field for details. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to define.